Event description:
It was reported that the pump stopped fill tubing and requested a minimum of 50 units with multiple cartridges during the load process. The customer's blood glucose level was 270 mg/dl because the customer was without insulin for a few mins.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.